Event description:
Reactive arthritis [arthritis reactive]. White blood cell count (monocyte) increased [monocyte count increased]. Case description: spontaneous report was received on (B)(4)2012, from a physician regarding a patient (age, gender and initials not provided), with gonarthrosis. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml, once in a week. The lot number of synvisc was not provided. The patient received last synvisc injection on (B)(6) 2012 and on the same day, the patient developed arthritis and fluid retention. On (B)(6) 2012, arthrocentesis was performed and joint fluid was aspirated. The synovial fluid culture test was negative without neutrophils and synovial fluid analysis revealed that the eosinophils significantly increased. On an unknown date, the patient experienced allergy due to medication. The action taken with synvisc was not provided. The outcome for the events of arthritis and fluid retention was not yet recovered and for the events of joint fluid was aspired. Eosinophils significantly increased and allergy due to medication was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the events of joint fluid was aspired, eosinophils significantly increased and allergy due to medication. Additional information was received on (B)(6) 2012 from a physician and the case was upgraded from meoi to serious due to intervention (lavage). The patient was a (B)(6) female, initials (B)(6) with gonarthrosis of right knee (kellgren and lawrence grade I duration 12 years). The patient's medical history was significant for meniscus injury since 2000. On (B)(6) 2012, the patient initiated treatment with synvisc (hylan g-f 20) injection, at a dose of 2 ml, weekly, in right knee. On (B)(6) 2012, the patient received second synvisc injection (the fluid aspirated prior to both the injections was 10ml). On (B)(6) 2012, the patient had the last synvisc injection into the external suprapatellar of the right knee in the morning after sterilizing with alcohol. The patient had no complications inducing infection, general infectious symptoms, skin disease around the injection site, intra-articular infection, intra-articular inflammatory symptoms or fluid retention prior to the injection and had no problems right after the injection. On the same day in the evening, the patient developed knee swelling, hot feeling and intense pain. Synovial fluid analysis was performed which was negative for crystals, synovial fluid culture was found to be negative and wbc (monocytes) were 51.5%. On (B)(6) 2012, the patient confirmed significant swelling and intense pain with walking difficult. Arthrocentesis was performed and 80 cc of yellow opacified joint fluid was aspirated. Synovial fluid analysis revealed wbc count: 9100/mm3 (normal range 3000/mm3 - 10500/mm3); eosinophil count: 4.0% (0%-12%); basophil count: 1.0% (0%-3%) and lymphocyte count: 17.0% (18%-59%). On (B)(6) 2012, arthrocentesis was performed and 80 cc of yellow clear fluid was aspired from the right knee and the patient had knee lavage with saline 100cc. On (B)(6) 2012, pain alleviated in half and swelling also improved. It was reported that the events were reactive arthritis due to synvisc (third injection) and pain, swelling, fluid retention, hot feeling, walking difficulty were the possible precipitating symptoms. The event of reactive arthritis recovered on (B)(6) 2012 and the same day pain disappeared. The outcome for wbc (monocyte) count was not provided. Relevant concomitant medications include loxoprofen sodium and rebamipide. The intensity for the event of reactive arthritis was moderate and the intensity for the event of reactive arthritis was moderate and the intensity for the event of wbc (monocyte) count was not provided. The reporting physician assessed the relationship between synvisc and the event of reactive arthritis as definite and the relationship between synvisc and the other event was not provided.

Manufacturer narrative:
The qa (quality assurance) results were received on 03-apr-2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specifications conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.